Event description:
Information was received via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient was having an MRI procedure unrelated to their device or therapy. The patient may have had a stroke. The patient's family stated that the patient is claiming that the patient has not used the device in a long time and that the stimulation system is not working. The patient has not used their system in two years. No further complications were reported. No additional patient symptoms were reported.